Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 14, 2022.

Manufacturer narrative:
This report is submitted on november 25, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with a new cochlear device.